Event description:
It was reported that the user removed their cgm after training, operated the ilet in bg run mode by manually entering hourly glucose values, and then the ilet battery depleted while charging, during which insulin delivery ceased, resulting in hyperglycemia up to 272 mg/dl for approximately five hours; no alerts or alarms were reported. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, hospitalization, or use of backup therapy. Investigation included review of use conditions and device performance based on user report. Investigation of this case revealed user-dependent use conditions, specifically operation without a paired cgm and interruption of insulin delivery due to device charging after battery depletion. It was concluded, based on previously established findings for similar reports, that the cause was use error related to operating in bg run mode and allowing the pump to deplete its battery, resulting in an interruption of insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.